Event description:
Manufacturer received a complaint from customer regarding a nurse using the unit claimed, she received an electrical shock while cleaning the exterior surfaces.

Manufacturer narrative:
Manufacturer contacted by facility resource coordinator stating that a staff member was shocked while disinfecting the exterior of the scope reprocessing machine near the on/off switch. (Also stated that two other occasions had occurred previously). Facility coordinator contacted internal maintenance department and biomed for troubleshooting. Reported that maintenance department used a gauge to detect voltage - stated there was 65 volts emitting from the on/off area. Note: manufacturer field specialist stated in order to recreate incident facility biomed had to place a wet clot between the meter probe and the chassis to create the short to ground. Manufacturer field specialist requested that facility return unit for eval and analysis to diagnosis root-cause and repair unit. Facility refused as they did not want to incur any further repair expenses for such an old machine. Facility launched their own investigation and noted discovery of corrosion inside of the power outlet and switch assembly, which facility believes is causing a surface leakage presently (and potentially) to the frame of the unit. New power modules were ordered and replaced by facility. Manufacturer requested defective parts be returned.